Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The clinical instrument was returned and evaluated. The reported condition could not be duplicated as the device loaded and fired the clips with no abnormalities observed.